Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine follow up, externalized conductor was observed on the lead via chest x-ray. The patient would have the test to make sure the lead is working normally. The patient was stable.